Event description:
Customer reported observing false positive results on the rsv target when running the alinity m resp-4-plex assay. Customer reported the following 4 cases they believe to be false positive results. On (B)(6) 2025, sample ID (sid) (B)(6) generated a positive result for the rsv target with a value of 40.33 cycle threshold (CT). On (B)(6) 2025, sid (B)(6) generated a positive result for the rsv target with a value of 40.61 CT. On (B)(6) 2025, sid (B)(6) generated a positive result for the rsv target with a value of 41.28 CT. On (B)(6) 2025 sid (B)(6) generated a positive result for the rsv target with a value of 41.78 CT. For all four questioned samples, the curve showed late amplification and looked erratic with an u shape. Customer reported samples as negative as since the end of the rsv epidemic, they have had results with CT>40 and a very low fluorescence that they consider negative. There was no report of impact on patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval. Additional mdrs submitted for additional run dates: 3005248192-2025-00231, 3005248192-2025-00233, 3005248192-2025-00234.

Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay is performing as expected with correct interpretations. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 414964 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review file sample testing was performed. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. The runs met all validity and acceptance criteria. A product deficiency could not be identified by the file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 414964. Quality data review device history record / batch record review: review of the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 414964 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 414964 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lots. Complaint history review a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m resp-4-plex amp kit (list 09n79-090) lot 414964. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 414964 was not identified.